Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Additional information and part numbers were reported on april 7, 2016. Report five of five for the same event, reference 3003853072-2016-00021-1, 3003853072-2016-00033 through -00035.

Event description:
It is reported the patient did well initially. Specific dates were not available, but at some point she had increasing pain and when her rehab doctor did x-rays, a broken screw was discovered. By the time she had seen her surgeon, it was identified that both screws at sacral 1 were fractured. Additional information received on april 7, 2016 states fusion did not occur and the patient's current status is recovering.